Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v autofeed humidification chamber as part of the rt268 infant evaqua2 breathing circuits was found leaking. There was no patient consequence.

Manufacturer narrative:
(B)(6). Corrections: section d4: serial number intentionally left blank as the information is not applicable. Section g4: the rt268 infant evaqua2 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Method: the subject mr290v vented autofeed humidification chamber as part of the rt268 infant evaqua2 breathing circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: visual inspection of the provided photograph observed that there was a crack on the subject mr290v vented autofeed humidification chamber dome and stretched along the base. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the mr290v vented autofeed humidification chamber as part of the rt268 infant evaqua2 breathing circuit. The user instructions provided with the rt268 breathing circuit include the following: "do not use the chamber if the seals are not intact of if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in china reported that a mr290v autofeed humidification chamber as part of the rt268 infant evaqua2 breathing circuits was found leaking. There was no patient consequence.